Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mid left anterior descending artery. A 2.25mm x 12mm emerg balloon catheter was advanced for dilatation. However, upon inflation below the rated burst pressure, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. Microscopic examination revealed that the balloon has a pinhole 6mm from the proximal markerband. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mid left anterior descending artery. A 2.25mm x 12mm emerge balloon catheter was advanced for dilatation. However, upon inflation below the rated burst pressure, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications nor injuries were reported.